Event description:
The customer reported that the 840 ventilator had a blank gui display while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was unable to duplicate the alleged malfunction. Covidien was not authorized to service the device.